Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. E1: patient city: unknown. Patient country: the united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to three infusion sets tubing damaged which leading to hyperglycemia. The blood glucose levels raised to 600 mg/dl and the patient got treated with intravenous (IV) fluids of saline and insulin. Patient also had moderate ketones. The length of emergency room visit was 5 to 6 hours. The patient was released on (B)(6) 2025. No further information was available.